Event description:
It was reported that the product makes strange noises and stops frequently. Event occurred while patient use, during infusion. There was known patient involvement and no patient harmed reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. No abnormality related to the reported event was confirmed on the product's appearance upon visual inspection. After turning on the power, the unit will blew air, but if you press the temperature setting button, an alarm will sound during heating and operation will stop was found in functional testing. Reported problem, "the product makes strange noises and stops frequently" , was verified by functional testing. The cause is a failure of the l1-hose. The l1-hose was replaced to correct the issue. The device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.